Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer had dropped the pump prior to the malfunction. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.